Manufacturer narrative:
Device evaluation: the balloon folds were intact; no inflation had taken place. Upon visual inspection, stretching was evident to the proximal balloon bond. Initially the balloon would not inflate, which was followed by an abrupt inflation at 12 atm. It was not possible to perform deflation testing. The mandrel would not load through the inner lumen most likely due to hardened blood. There was no deformation evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no damage noted to the packaging of the ncsprinter balloon. There were no issues when removing the device from the hoop/tray. When the device was returned to the manufacturing facility, deflation difficulties were noted. No patient complications have been reported as a result of this event. No further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Deflation testing was performed but the balloon failed to deflate due to stretching on the balloon bond. If information is provided in the future, a supplemental report will be issued.